Event description:
This procedure occurred in other country: the gooseneck snare was used in aortic aneurysm graft surgery and the physician did not feel any abnormality in guiding the graft. The snare was inserted into the aortic arch from a right arm artery, going through the subclavian artery, and assisted the advancement of the stent graft coming up from the abdominal aorta. The physician completed the procedure and took the final angiography where he confirmed that the distal 10 cm long section of the snare wire, with the hoop was left in the aorta. The physician commented that the proximal end of the distal wire was detached without resistance during the deployment of a vascular graft for the aortic arch. He found the distal part was left in the aorta by CT imaging. It was successfully retrieved next day by an ivr physician using a different snare. The patient was not injured during the retrieval of the distal wire part of the gooseneck snare. The patient prognosis is good.